Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, the subject device repeatedly tested positive for the following some kinds of bacteria. The subject device tested positive for enterococcus faecalis and micrococcus luteus (total of microbial colony count is 432 cfu) on october 12, 2016. The subject device tested positive for enterococcus faecalis (48 cfu) on (B)(6) 2016. The subject device tested positive for micrococcus luteus (6 cfu) on (B)(6) 2016. The subject device has not been returned to omsc but was returned to olympus (B)(4)). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the channels of the subject device tested positive for the following some kinds of bacteria. The biopsy channel of the subject device tested (B)(6) for micrococcus sp. (5 cfu). The suction channel tested (B)(6) for micrococcaceae (9 cfu). The air/water channel tested (B)(6) for enterococcus faecalis (1 cfu) and micrococcaceae (21 cfu). The auxiliary water channel tested (B)(6) for micrococcaceae (3 cfu). This microbiological test result reaches the action level* of the (B)(6) guideline, ¿(B)(6) 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The action level in (B)(6) guideline means the level beyond which there is considered to be a potential risk of infection for patients.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. (B)(4)) sent the subject device to olympus (B)(4) for deeper investigation. The subject device was reprocessed according to the manufacture¿s instructions. After the reprocessing (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by oekg confirmed following defects. There were scratches and chips from the biopsy channel. C-cover and lg lenses were damaged.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.